Event description:
Tip of device broke off inside the pt during a rotator cuff procedure and remains in the pt's bone. Surgeon does not plan to retrieve the piece because is lodged in bone. No adverse consequences reported as a result of event. Pt reported to be in good condition. This device is used for treatment.